Manufacturer narrative:
MFR submits this report on behalf of the device manufacturing facility provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that they could smell smoke from the unit. There was no patient injury reported.